Manufacturer narrative:
Clarification: mean age was 74.5 ± 7.6 years. Clarification: implant dates ranged from may 2017 through january 2019. (B)(4). Article citation: sharpe, robert et al. ¿comparison of ab interno xen gelatin stent vs trabeculectomy with mitomycin c: a retrospective study.¿ journal of current glaucoma practice vol. 14,3 (2020): 87-92. Doi:10.5005/jp-journals-10078-1287. The events of "blebitis and high intraocular pressure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Requests for further information have been made. Allergan has received no response from the authors at this time.

Event description:
Reported events of "27 eyes underwent needling," "7 eyes required additional surgery," "1 eye experienced bleb leak," "1 eye experiences shallow/flat ac," "12 eyes experienced transient, self-resolving hyphema," and "1 eye experiences blebitis" were noted in the article: ¿comparison of ab interno xen gelatin stent vs trabeculectomy with mitomycin c: a retrospective study.¿ journal of current glaucoma practice. Vol. 14(3); 87-92.